Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and oversensing. There was no pacing inhibition reported. This resulted in increased follow up. The lead was suspected to be crushed and damaged. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. This patient is considered dependent. The lead is not expected to be returned.